Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a lifted and displaced electrode with reddish material and a hole in the pebax surface. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter had extremely high-frequency noise on the distal poles displayed on both carto® 3 and recording systems. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-jun-2024, the bwi pal revealed that a visual inspection of the returned device found a lifted and displaced electrode with reddish material and a hole in the pebax surface. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax and a ¿lifted electrode¿ as an MDR reportable malfunctions since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, and electrical evaluation of the returned device was performed following bwi procedures. Visual inspection identified a lifted and displaced electrode with reddish material and a hole in the pebax surface. Electrical testing using the carto 3 system detected noise in an electrode. Subsequent failure analysis confirmed an open circuit at the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed as open circuit was detected during analysis. The potential cause of the electrode and pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. This issue could have contributed to the reported event. The carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).